Manufacturer narrative:
Recall continued: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was replaced with a new model. Therapy was restored postoperatively and the issue resolved.